Event description:
A 12-hole, 4.5mm broad lcp plate and one of the 5.0mm locking screws, implanted on an unknown date, broke post-operatively and all hardware was removed during revision surgery. Reportedly the patient went to non-union.